Manufacturer narrative:
Device evaluation summary: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a mildly calcified lesion exhibiting 80% stenosis located in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device passed through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is indicated that the patient vessel structure was very curly. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.